Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports that when their op5 personal diabetes manager (pdm) was in automated mode, the system continued to deliver insulin. This happened two times, with two pods from the same box. The patient's blood glucose (bg) level was 3.3 mmol/l (59.4 mg/dl) with one pod and 3.9 mmol/l (70.2 mg/dl) with the second pod. The patient drank juice to treat their low bg's. Lot details have not been provided.

Manufacturer narrative:
Cloud data from the user for the day of 28dec2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any other issues with the system were observed in the available data.